Event description:
Patient was revised to address femoral loosening at the cement/implant interface.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports of the nature for the femoral component product code/lot provided since its respective release for distribution. The investigation could not verify, or identify any evidence of product error contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.